Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training by facility staff, the device was unable to analyze. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included a simulator, vfib signal, and nsr signal without duplicating the malfunction. It is important to note that these devices are designed to detect and analyze patient rhythms. Looped signals from simulators may cause the device not to properly detect signal types. Therefore the device meets spec. The device was recertified and returned to the customer. No trend is associated with reports of this type.